Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code le 1310 and is due for service. No further information available. Patient involvement unknown.

Manufacturer narrative:
Additional information is provided in h.2., and h.6. No product was returned. The investigation determined the most probable cause to be service was due for this pump based on clock battery age or total motor revolutions, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4)located in sections g.1., please direct those to the following: (B)(4).